Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the moderately calcified iliac artery. After a 10mm x 4.00mm epic stent was deployed to the lesion, the 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for post dilatation. However, the balloon failed to inflate. The device was completely removed from the patient and a balloon pinhole was noted. The procedure was completed with 8.00mm x 4.00mm non bsc balloon catheter. No patient complications were reported and patient's status was good.